Event description:
It was reported by the customer that since about a month ago, whenever patient used the red tip (right), the lumen was stiff that the guide wire did not go up well. Blue tip (left) was well though it were in same box.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Manufacturer narrative:
Upon further review, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by the customer that since about a month ago, whenever patient used the red tip(right), the lumen was stiff that the guide wire did not go up well. Blue tip (left) was well though it were in same box..